Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information was not provided by reporter. Device is not distributed in the united states, but is similar to device marketed in the USA. Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that during surgery, after inserting the blade and then closing, it was discovered that the top of the blade inserter was broken and remained in the blade. The drill bit was also broken during use. The reported events resulted in a 10 minute surgical delay. The patient outcome was reported as ¿ok.¿ this report is 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: (B)(6). Product investigation summary: the investigation has shown that the tip of the impactor is indeed broken off. Also, the weld of the hammering anvil is broken off and got slightly detached from the blue handle. Hammer marks are clearly visible on the top of the impactor. It is likely that far too much mechanical force was applied and caused an overload situation which has led to these damages. The manufacturing records were reviewed and no complaint related issues were found; the instrument conforms to the specifications at the time of manufacturing. As no product fault could be detected, no further action is required. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received on september 8, 2015. It was reported that the surgery was completed with another device.